Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a dialysis catheter. The customer reports a palindrome dialysis catheter with a cracked luer adapter. No further details are available.

Manufacturer narrative:
Submit date: 03/03/2017. This complaint was investigated. The product and lot number related to this complaint is unknown. The physical sample involved in the reported incident was not returned for evaluation, however one photo was provided by the customer. Visual evaluation of this photo was performed and it was observed that the venous (blue) adapter was broken on the thread pitch area and there was a missing fragment that was not observed in the picture. Sample was not provided by the customer, based on the picture provided the adapter was found broken, the other adapter showed a cap on it (the cap is different of the provided in the kit); which implies that the catheter was manipulated by the customer. The instructions for use (IFU) states that the customer has to perform an inspection before using the device: [do not use the catheter if it is damaged or appears defective] and continues, [over tightening catheter connections can crack some adapters]. The catheter was manipulated by the customer. Based on the available information, it can be concluded that product was manufactured according to specifications and it functioned as intended for an undetermined amount of time and it can be concluded that the adapter was more likely damaged during use. The most probable root cause can be considered as misuse: the instructions for use were not followed causing adapter over tightening. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. No trends or triggers were identified and no harm to the patient was reported on this complaint; therefore further corrective or preventive action are no required at this moment.